Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in forehead, juvéderm® volift¿ with lidocaine in nasolabial folds and marionette lines and juvéderm® volite¿ in the neck. 4 weeks later, patient was injected with juvéderm® voluma¿ in the cheeks. Approximately 2 months later, patient was injected with juvéderm® volbella¿ with lidocaine in orbital area, juvéderm® volift¿ with lidocaine in lower cheek area, and juvéderm® voluma¿ in c1 and c5. A month later, patient was injected with juvéderm® voluma¿ in the temples. That month, patient had a severe viral cold, deemed not device related. After that, one side of the face got swollen. There happened an induration on the cheek, in the periorbital area, redness, and it hurt when touched. Approximately 6 months later, patient had an ultrasound performed on the face and a granuloma was observed. Patient was treated with augmentin (amoxicillin + ac. Clavulanici) 1x2 k/d for 10 days, antihistamines and ibuprofen. Patient was also treated with hyaluronidase. After 6 days, swelling and palpable induration still remained so dexamethasone 8 mg was additionally prescribed according to the scheme (the dose was reduced each 3 days). After 2 days, the condition improved significantly, and the swelling disappeared. The doctor continued to dissolve the places where the induration was being felt. After 6 days, applying the treatment and dissolving, the condition improved significantly, and the induration disappeared. After 4 days, the patient went to exercise and had a face massage. Next day, swelling (without hardening) appeared. A small nodule appeared in the neck area where juvederm volite was injected 1 year ago. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00029 (allergan complaint #pr 2705902), MDR ID# 3005113652-2023-00030 (allergan complaint #pr 2705904), MDR ID# 3005113652-2023-00031 (allergan complaint #pr 2705906), MDR ID# 3005113652-2023-00033 (allergan complaint #pr 2705908), MDR ID# 3005113652-2023-00034 (allergan complaint #pr 2705909), MDR ID# 3005113652-2023-00035 (allergan complaint #pr 2705913). This MDR is being submitted for the fifth suspect product, juvéderm® volbella¿ with lidocaine.